Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'bad speaker'. Visual inspection identified the speaker was loose and emitting low audio. The reported condition was verified. The cause of the low audio was due to the loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a bad speaker during testing in the biomed service department. There was no patient involvement. No additional information is available.